Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. Patient was implanted with plate and screws on an unknown date. Patient was returned to the or on an unknown date for removal of hardware, reason unknown. Complaint was sent for information only, no further information is available. This is 1 of 5 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. This screw has been broken off at the neck. The general configuration of the part and (calculated) length indicates that this is, indeed, a 04.211.014. The drive has sustained some light to moderate damage, primarily in the form of displaced material on the drive lobes at the counterclockwise side of the drive lobes. The top of the head is relatively free of damage. The head threads are moderately to heavily damaged. The damage is primarily in the form of compression of the major diameter. There are some impact type marks also. Two of these marks impact three threads each and are diametrically opposed. The first five shaft threads have an impact/compression type damage. This damage is in the form of compression of the major diameter. One of the three flutes has sustained minor damage in the form of thread compression adjacent to the flute. The tip is free of damage.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.